Event description:
It was reported that when the patient woke up the morning in 2007, she was no longer able to hear. After changing and testing all external parts of the device, testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.